Event description:
It was reported that this patient with a pacemaker had a magnetic resonance imaging (MRI) and the health care professional (hcp) was trying to interrogate the device post MRI. However, had difficulties interrogating the device. Technical services confirmed the device was out of MRI protection mode and had started a heart connect session, but the device was still in MRI protection mode. Troubleshooting was performed however, it was unsuccessful. The hcp set a three hour timeout and is just going to let it time out. At this time, the device remains in service. No adverse patient effects were reported.